Event description:
A nurse reports the footswitch was not working with unit. The footswitch was changed out during the case, and it was completed without any patient injury. One other case was cancelled as a result.

Manufacturer narrative:
Received footswitch for evaluation; investigation and root cause analysis is in progress.